Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the lid device had leak tightness test failure, ran in locked position, locking mechanism was stiff-stuck, component damage and cosmetic damage-worn. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check function of mode switch knob, check the locking function with handpiece and check in lock mode. It was noted in the service order that the device was hard to turn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.